Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections outside its foil packet that belongs to product code sxmp1b117. In addition, a photo was provided with the same condition as the received sample. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by a surgical instrument could be observed. The other section of the suture was examined, the end was cut, and it does match with the extreme of the needle/suture piece. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a right knee joint replacement surgery on (B)(6) 2024 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.